Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effect of death reported in the article is captured under a separate medwatch report. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3, c4, d6a: estimated dates. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article titled, "long-term (5-years) outcomes of current drug-eluting stents in percutaneous coronary intervention: a network meta-analysis of randomized controlled trials."

Event description:
It was reported in a research summary article that the purpose of the study was to assess the performance of different drug eluting stents (des) currently used in percutaneous coronary intervention (pci) via a network meta-analysis of relevant trials. Major databases were systematically searched for randomized controlled trials (rct) reporting 5 year outcomes of currently used des. Twenty nine rcts involving 46,502 patients were included in the analysis and size currently used des - osiro, xience (xience v, prime, xpedition, alpine), resolute, nobori/biomatrix, synergy, and promus were analyzed. All comparisons showed nonsignificant results for outcomes at 5-year follow-up. The outcomes included definite/probable stent thrombosis, all cause mortality, cardiac death, myocardial infarction, and target vessel revascularization. The analysis revealed no significant differences in 5-year outcomes among the various des. However, synergy and promus performed best for key outcomes such as stent thrombosis, mortality, and mi, suggesting their potential for favorable performance in clinical practice. Additional details are found in the article "long-term (5-years) outcomes of current drug-eluting stents in percutaneous coronary intervention: a network meta-analysis of randomized controlled trials".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. A conclusive cause for the reported patient effects of myocardial infarction, thrombosis/thrombus, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments of unexpected medical intervention in addition to hospitalization appear to be related to the operational context of the procedure. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact cause cannot be determined. The reported patient effects of thrombosis and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.